Manufacturer narrative:
Fse conducted follow-up with the customer to address the reported event.the fse performed troubleshooting with the customer and removed the cover from the sample loader and found no obstructions.the fse verified operations of the home sensor, verified tension on the drive belts.fse also examined the sample racks and found tape stuck on the bottom of one rack which he removed.fse then cleaned the drive belts and tested the rack movement with no errors. . No further action required by fse the most probable cause of the reported event was due to tape on bottom of one sample rack. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported errors 2251 no rack moving by sample loader x1 step feed and 2252 unable to detect sample loader failures with their aia-2000 analyzer. A field service engineer (fse) was dispatched on on (B)(6) 2016 to address the reported event,which resulted in delay in reporting of patient results.there was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results